Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72) and a non-penumbra guide catheter. During the procedure, the physician used the red72 to aspirate the thrombus. While retracting the red72 from the left mca, the physician observed under fluoroscopy that approximately the last 15 centimeters of the red72 had fractured. The physician then removed the guide catheter containing the fractured red72. The procedure was successfully completed using a new red72 and the same guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned penumbra system red72 reperfusion catheter (red72) confirmed it was fractured and revealed that the device was kinked at the fractured location. This indicates the device likely kinked prior to fracturing. If the red72 is manipulated against resistance during use, damage such as a kink and subsequent fracture may occur. The root cause of resistance during the procedure could not be determined. Further evaluation revealed multiple kinks along the catheter. Some of the kinks may have occurred due to advancement against resistance, and the others were incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.